Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged door latch roller. Additional information is not available.

Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection, alarm log review, power on self-test and an internal battery test were performed. During the visual inspection it was identified that the latch roller was damaged. The cause of the damage is unknown. The latch roller was replaced; the pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.